Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. This is one of three reports (3007042319-2015-01497, 01498 and 01499) submitted for devices related to the same event.

Manufacturer narrative:
It is unknown which of the following batteries were involved in the reported event: catalog #a00036, serial # (B)(4); catalog #a00036, serial # (B)(4); catalog # 1650de, serial # (B)(4); catalog # 1650de, serial # (B)(4). Batteries (B)(4) were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned batteries passed external visual inspection and functional testing. The reported event was confirmed via log files with critical battery alarms and occurrences of non-consecutive premature controller - battery switching events around the time of the reported event except for battery serial numbers: (B)(4) which did not show any alarm, but it did show switching events within the analyzed period. Analysis of the devices revealed that the devices met specification. The devices were related to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01497, 01498 and 01499) submitted for devices related to the same event.

Event description:
Information was received from (B)(6) that the hospital reported several battery switchings, particularly if the batteries were connected to port 2 of the controller. The patient was at home during the event. The batteries and controller were replaced from the hospital stock. It was reported that there was no effect on the patient; the patient is doing fine.